Event description:
The device was used during a laparoscopic cholecystectomy. It was reported the device would not release from the cystic artery. Also, it was reported by a nurse in the case that a clip fell off the cystic duct once placed on the vessel. A second device was opened to complete the procedure. There was not consequence to the pt.